Event description:
Reporter alleged the 3rd pin from the right on the inform system was darker in color and discolored. Reporter stated the meter that is located at the hospital would not download. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.